Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 105 alarms, determined to be caused by a failed motor (flex). The evaluation found that the motor flex was improperly installed, allowing it to rub against the pump side adapter mounting screwhead, resulting in chaffing and shorting out the traces. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum infusion pump alarmed system error 105. It was also reported that there was no patient involvement.